Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. A portion of the device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If a portion of the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the physician used glue (nbca) to embolize the vessel through the microcatheter. When they attempted to remove the microcatheter, the glue polymerize and hardened quickly around the catheter, leaving it stuck. Upon trying to remove it, the catheter remained stuck. The catheter was pulled with force, and then it broke. It appears that a portion of the broken catheter that came off got stuck in the glue. The other portion of the catheter was removed from the patient. The patient is in stable condition.

Event description:
See h11.

Manufacturer narrative:
The investigation found the microcatheter returned with a substance within the hub that appeared consistent with solidified liquid embolic material. The distal tip was found stretched and broken with the lumen coil pulled out, which is consistent with the condition described in the reported event. The segment distal to the break was not returned for evaluation. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the damage, but the damage is consistent with the distal tip of the microcatheter becoming encased in solidified liquid embolic followed by retraction forces that exceeded the device's tensile strength.